Manufacturer narrative:
The random nature of the events stored in the memory and the 10 minute timeouts, would suggest the device was switching on automatically. In accordance with fsca defined under FDA reference (B)(4), experience has shown that it is reasonable to conclude that these symptoms may be attributed to a membrane failure.

Event description:
Device switching on automatically, device service prompt heard and red status led present. No patient involvement.

Event description:
Device switching on automatically, device service prompt heard and red status led present. No patient involvement.